Event description:
It was reported that the patient contacted boston scientific technical services (ts) regarding beeping tones from this implantable device. The patient stated they had been contacted by their healthcare provider the day prior indicating the beeping was related to an impedance issue. Ts referred the patient back to their healthcare facility. Information has been requested regarding the event resolution and specific impedance measurement, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) regarding beeping tones from this implantable device. The patient stated they had been contacted by their healthcare provider the day prior indicating the beeping was related to an impedance issue. Ts referred the patient back to their healthcare facility and it was stated that the beeping occurred due a single out-of-range impedance measurement. The physician is continuing with normal follow-ups. At this time, the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.